Manufacturer narrative:
The date received by manufacturer has been used for this field. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that while using the bd micro-fine ultra¿ pen needles insulin was unable to be delivered. This occurred with 25 needles. The following information was provided by the initial reporter, translated from italian to english: the patient's wife reports that her husband "...has a problem with insulin pen needles, about 1/4 out of 100 do not leak fluid from the pen...". She has been advised on the correct technique for placing the needle on the pen. She will let us know if she encounters any other problems.